Manufacturer narrative:
UDI is unknown; no additional information was received. A product sample was received for evaluation. Visual and functional testing were performed. No damage on top and bottom cases; plunger head is cracked by all screws. There was a 'plunger not in place' alarm in the event history log (ehl). The reported problem could not be verified after flow and occlusion tests, all parts looked good inside the plunger head and the plunger printed circuit board (pcb) was glued down. Root cause could not be determined. Preventive maintenance (pm) was performed on the pump. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over 15 years old. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the unit was not reading the plunger. No patient injury was reported.